Manufacturer narrative:
18-jan-2024. Evaluation codes: updated. Device evaluation: one device was returned for investigation. Physical condition of the device: faulty pump, when triggered with micro switch it won't alarm, drain fitting corroded, tank cover cracked, heater corroded, interlock block stripped, and micro switch bent. Functional testing found the device leaked from the reservoir and block assembly confirming the customer complaint. The leaking was caused by a cracked tank cover and severely bent shelf behind the block assembly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the tank cover and the block assembly shelf. Replaced the pump, printed circuit board (pcb), drain fitting, tank cover, heater, interlock block, and micro switch. Performed preventative maintenance. Device passed functional testing after the completed repairs.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. Patient involvement unknown.